Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material from the air /water cylinder and air/ water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was unable to be specified. The cause of the foreign material that remained in the air/water cylinder channel was not confirmed. There was no damage to the area where the foreign material was detected. However, olympus could not identify a definitive root cause of the event. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.